Manufacturer narrative:
D3: address corrected. D9: device returned to manufacturer: 7-feb-2025. H3: one device was received for analysis. The device had not been in for service within the review period. The reported issue was verified by visual and functional testing and the root cause was the clock battery and cracked cases. The printed wiring assembly (pwa) board was replaced to correct the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 1260. The case was also damaged. There was no patient involvement and no patient injury.